Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when the automated impella controller (aic) was turned on the battery level showed as 0%, even when plugged in, and an error message occurs. There was no report of patient involvement.

Manufacturer narrative:
The investigation for the automated impella controller (aic) battery failure has been completed. Data logs were reviewed finding that the reported battery level 0% issue was confirmed via data analysis. An instance of battery failure (transport connection blown/missing) alarm was observed in the logs. Device analysis of the aic was not performed because the issue was reportedly resolved onsite and was not returned. The reported battery issue was determined to be use related. It is likely that the aic was booted up while connected to alternating current power and the battery switch was disengaged since the issue occurred upon first boot of the console after routine functional check was performed on it. A.1 and a.3 revised to reflect no patient was involved as they were left blank on the initial manufacturer device report number 1220648-2024-24004 and should not have been. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24004. E.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24004.